Manufacturer narrative:
The customer was provided with a replacement glidescope lopro t4 blade under warranty, and the reported unit was returned to verathon for further evaluation. The verathon service technician tested the unit by connecting the returned blade to a test monitor and cable. Once connected, the service technician was able to duplicate the reported issue. They found that the device would go from not displaying an image to showing static green lines on the display. It was also noted that the led at the end of the blade would turn on and off. Since there are no repairs available for this device, and the customer received a replacement blade under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope lopro t4 blade, there was no image on the display. It was also noted that the led at the end of the blade would turn on and off. The procedure was completed with a second glidescope lopro blade, with less than a 30-second delay while the second device was prepared. No harm to patient or user was reported.